Event description:
It was reported patient underwent an orthopedic salvage system procedure on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013 due to aseptic stem loosening.

Event description:
It was reported patient underwent an orthopedic salvage system procedure on (B)(6) 2010. Subsequently, a revision is recommended due to proximal stem loosening. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay the revision date and the reason for the revision procedure, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity."